Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. Data was provided for investigation. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a premature transmitter battery countdown is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a premature transmitter battery countdown is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.